Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. It was observed that when any functional keys are selected, an automatic output of the #6 key will occur due to a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a duplicate keypad output with the #6 key. It was also reported there was no patient involvement.